Manufacturer narrative:
Investigation visual inspection scratches on and a deformation of, the outer housing of the valve were observed through the visual inspection. The progav valv housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at -0.111mm, outside the tolerance of 0 +- 0.02mm. Permeability test a permeability test has indicated that the shunt assistant has a blockage and the progav valve is permeable. Adjustment test the progav 2.0 valve was tested and is adjustable to all specified pressures. No force was equid to adjust the progav. . Braking force and brake function test. The brake functionality test has shown that the brake function did not operate as expected. The results indicate that the roto no longer performs as required. This is likely due to the observed deformation of the progav housing. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav valve. The valve was adjustable to all settings. However, no force was required to adjust the valve, indicating that the brake functionality is not operating as specified. After further investigation, it was confirmed that the bake functionality was no longer present indicating that the rotor has been compromised. We have dismantled the valves. Inside both valves, we have found slight build-up of substances (likely protein). Based on our investigation, we confirm that the brake function of the valve has malfunctioned, likely due to the deformation of the housing and a resultant defect of the rotor. The cause of the deformation of the progav valve and the resultant defect of the rotor could not be determined though our investigation. Significant outside pressure, for example by too much force from the progav adjustment tool o by a fall or impact to the head of the patient, can compromise the integrity of the valve and lad to the observed malfunction. Additionally, it was noted that the shunt assistant is occluded, likely due to deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Patient height: cm:94. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "2y 8m po valve is not adjustable."